Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported during a stenting treatment procedure, the stent failed to fully expand. The target lesion was located in the upper bile duct. An 8x50x75mm epic delivery system was inserted from the anterior segment, and the epic stent was implanted in the common bile duct to the hepatic portal region, slightly passing hepatic portal. It was noted that the distal end of the epic stent was not fully expanded. The following day radiography was performed and it was found that the distal end of the stent was slightly expanded with more than 2cm distance from the stricture to the end of the stent. The diameter of the bile duct has not been narrowed. The stricture was dilated. No further patient complications were reported and the patient¿s status is good.